Event description:
The following has been reported: biomed reported: "pump problem red alarm & display is not working" no active infusion stopped or any patient harm a preliminary review identified the following issue: mechanical hardware failure (air compressor) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned due to mechanical hardware failure (air compressor). Unit started up with double red pump alarm. Log files indicate mechanical hardware failure (air compressor). Unit failed recharge test. Installed engineering test pneumatic assembly. Unit passed. Internal investigation found rear cover is damaged/broken. Front housing is damaged due to broken screw mounts. Main pcba is damaged at j9 and j24 connectors, grounding points have braided ground wires versus insulated ground wires. Air compressor, front housing, rear cover, main pcba and ground wires will be removed and replaced during repair process. Performed functional testing, no other damage found.